Event description:
Customer reports to have been hospitalized on (B)(6) 2015 with blood glucose of 40 mg/dl. Customer reports to not have been wearing sensor at the time. Customer also reports to have had too much insulin at a night snack. Customer declined troubleshooting as he states he did troubleshooting with nutritionist. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.